Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a system message was displayed that was unable to be cleared during a surgical procedure. The procedure could not be completed. Add'l info has been requested.